Manufacturer narrative:
A user interface board was returned for analysis. A visual inspection of the returned component was performed. No notable conditions were found. An investigation was performed, and the product analysis technician reported that there was no fault was found.

Manufacturer narrative:
The customer had been advised to replace the touchscreen or user interface board and was provided with part numbers. Multiple attempts were made to obtain information on the repair and operational status of the device with no response from the reporter and cannot be determined.

Event description:
It was reported that the ventilator¿s touchscreen was completely non responsive. There was no patient involvement.